Event description:
The patient reported communication problems between the implant and the external equipment and loss of stimulation shortly after suffering a fail. A boston scientific representative performed device evaluation and the problem was confirmed. The pt's system was explanted.